Event description:
A report was received that the patient was experiencing charging difficulties. The physician will replace the patient's ipg.

Event description:
A report was received that the patient was experiencing charging difficulties. The physician will replace the patient's ipg.

Manufacturer narrative:
Additional information received indicated that the patient was reportedly doing fine after the revision procedure. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.